Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in the or for a lv lead placement, high capture threshold and low impedance were observed. The patient was asymptomatic. When the physician attempted to reposition the lead, the helix was unable to extend. The lead was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.